Manufacturer narrative:
A ge oec service representative investigated the issue and found the system lost imaging settings. The 9800cios settings were re-loaded to restore proper image quality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had poor image quality when moving between ap and lateral imaging positions.